Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue arises again.